Event description:
Related manufacturer reference number: 2017865-2022-13381. It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker and the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. Noise reversion episodes and potential electromagnetic interference were also noted. No intervention was performed.